Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 10:30 am- 11:30 am, the result from the laboratory was 3.0 inr. The laboratory reagent was requested but was not known. Around 6 pm, the result from the meter was 4.1 inr. There was no allegation of an adverse event. The therapeutic range was 2.5 - 3.5 inr. The customer was not anemic or polycythemic, was not on heparin, did not have antiphospholipid antibodies, not using direct thrombin inhibitors, had not changed coumadin dosage, no other medication changes, no illness, no dietary changes, no symptoms of high inr results. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. However, it is stated in the communication to discontinue use of and discard affected strips.